Manufacturer narrative:
This rv lead was successfully re-positioned during surgical intervention. This investigation is now closed. If new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead became dislodged within one day post-implant. During defibrillation threshold testing (dfts), the patient did not convert until 41 joules delivery. This is when it was further observed that this lead had become dislodged. There were no resulting adverse patient effects beyond the surgical intervention to address this issue.